Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that in the outpatient treatment center a ¿splashing¿ event occurred. The user was checking the port for patency and the line filled with blood for both connectors. The distal port was flushed, and the proximal port sprayed out the end of the connector. The proximal port had a curos cap in place when flushing the line and blood and fluid splashed on to the patient from the proximal port. No patient or user harm was reported.